Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and found blower foam degradation. During the evaluation, foam particles were observed in the blower kit. In addition to the above findings, it was also determined that the buttons on the upper enclosure where damaged, and also a scratched ui panel and lcd screen.

Manufacturer narrative:
Third party service center.

Manufacturer narrative:
Previously, a device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third party service center, the device was visually inspected and found blower foam degradation. During the evaluation, foam particles were observed in the blower kit. In addition to the above findings, it was also determined that the buttons on the upper enclosure where damaged, and also a scratched ui panel and lcd screen. The manufacturer received additional and relevant information on 10/09/2023. The patient has alleged eye irritation, nose irritation, skin irritation, respiratory tract irritation and cancer. Updated - patient identifier, updated section b1 from product problem to adverse event and b2 selected as other, reporting institution name, reporter country, report source, section h1 updated and selected as serious injury. In addition, appropriate code updated/corrected in this follow-up report.